Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure obese male. Date and name of index surgical procedure? 2023/04/25. The diagnosis and indication for the index surgical procedure? Ileus what was the initial approach for the index surgical procedure (open, laparoscopic or other)?unk on what tissue was the suture used/location of suture placement?fascia what tissue dehisced?fascia what was the tissue condition (normal, thin, calcified, fragile, diseased)?fragile how was the suture placed (interrupted or continuous)?this suture was loop type. How was the suture tied (square knot or multiple knots one end)?this suture was loop type. Onset date/time of dehiscence? (# post op days)2-3 days post-op did the dehiscence occur the same day as the procedure?no. How was the dehiscence managed?the surgeon tried re-suture the fascia but not worked. Please describe any surgical intervention required for the wound dehiscence including date and findings. The surgeon tried re-suture the fascia but not worked. The tissue was too fragile to be torn by the suture. Please describe the appearance of the suture during the second procedure. Loop was remained. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue?unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation?not reported. Other relevant patient history/concomitant medications?laparotomy on multiple times what is the physician¿s opinion as to the etiology of or contributing factors to this event?the patient¿s tissue condition. What is the patient's current status? Lot number? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The additional information stated that the suture was a loop type. Pds does not have a loop. Please confirm the type of suture involved in this complaint. Is this complaint for a pds suture?

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the additional information stated that the suture was a loop type. Pds does not have a loop. Please confirm the type of suture involved in this complaint. Please check the product type of code: z1923e. Is this complaint for a pds suture? Yes. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the patient is an obese male with a history of multiple laparotomies. The patient underwent surgery for ileus, and the product was used to suture the fascia. The dehiscence occurred 2-3 days after surgery. The fascia was ruptured and the intestine was visible with the loop of the complaint product remaining. The tissue was fragile and the fascia was torn even after suturing the fascia. The patient is still hospitalized.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days) did the dehiscence occur the same day as the procedure? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2023 and suture was used. Post-op, in the ward / ICU, wound dehiscence occurred. Pressure was applied to the abdomen and wound dehiscence occurred. Current status of the patient was reported as in the hospital. Additional information was requested.